Event description:
Patient called in to report service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed safety. The reported service error code occurs when the system detects an error with the switch in therapy delivery circuit. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.